Manufacturer narrative:
(B) (6) (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited, due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 95% stenosed lesion was located in the severely tortuous and calcified right external iliac artery (eia). Vascular access was obtained through the femoral artery and a wallstent rp 6x24 was implanted. The 5.0-40, 135 wanda pta balloon dilatation catheter was selected to post dilate the target lesion. On the first inflation attempt, a balloon rupture occurred. The inflation time and atms are unknown. The procedure was successfully completed with this device, and there were no patient complications reported with the patient status listed as 'good'. This product is only ous approved, but it is similar to an approved us device.